Event description:
It was reported that the ventilator was having reset issues, the ventilator went inop, and would have to be restarted via on standby button. It is unknown if the ventilator was on a patient when the reported problem occurred.

Manufacturer narrative:
Na